Event description:
It was reported the device exhibited a downstream occlusion alarm when there is no occlusion observed. Patient involvement is unknown. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
A sample was received for evaluation. Functional testing was performed, and the reported problem was duplicated during testing. The root cause for this event is unknown. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.